Manufacturer narrative:
(B)(6). Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender device sheath was kinked at the hub toward the beginning of a left heart catheterization procedure. The physician was able to straighten out the sheath and complete the procedure. The reported estimated blood loss was less than 250cc. The patient was reported to be stable. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath except the outer labeling. Visual inspection revealed that there were two notable kinks present. A very shallow kink was noted immediately next to the hub and a more severe kink was noted distally along the mid-shaft. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off-axis forces may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined.